Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. Low amplitude was also noted. Programming options were discussed, and reprogramming efforts were performed. Currently, this product remains in service, and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.